Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported by an olympus endoscopy support specialist, the visera cysto-nephro videoscope's precleaning was not being completed. There were no reports of patient involvement.